Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaint for this lot number. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval, method: device history record was reviewed, complaint database was reviewed.

Event description:
The customer reported that the stopcock rotators are breaking during left ventriculogram and abdominal aortic aneurysm stenting procedures during injection. The injection pressure is reduced during the procedure, but the rotators are still failing at approx 600 psi. The customer reported that this occurred five times. No harm or injury was reported. This is one of five reports for this complaint: 1721504-2011-00192, 00194, 00195, 00196.